Manufacturer narrative:
An event of device migration and residual shunt (leak) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that on 45 days of post procedure, a leak was noted on transesophageal echocardiography (tee). There was no difficulty experienced implanting the amplatzer amulet laao during the procedure. The leak was on the lobe of the device and located on the mitral valve side. It was unknown if the device shift in the position within the intended implant site. Based on the information received, the root cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted, using 14f amplatzer torqvue delivery system. About 45-days post-procedure, a leak was noted on transesophageal echocardiogram (tee). The leak was on the lobe of the device and located on the mitral valve side. There were no reported adverse patient effects or symptoms. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted, using 14f amplatzer torqvue delivery system. About 45-days post-procedure, a leak was noted on transesophageal echocardiogram (tee). There were no reported adverse patient effects or symptoms. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.